Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing threshold. This rv lead was replaced with different model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing threshold. This rv lead was replaced with different model. No additional adverse patient effects were reported. Additional information received which indicated high pacing threshold was caused by scarring or changes in patient tissue.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as the high threshold was due to scarring or changes in patient tissue. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.